Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer bleached the instrument, changed the integrated multi-sensor technology (imt) sensor, and ran a dilution check. Upon the customer's request, a siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse inspected and styletted all fluid settings. The cse replaced the rotary valve seal and checked the port valve for proper functioning. The cse found that the diluent syringe was cracked and leaking. The cse replaced the diluent syringe, primed the instrument and ran imt conditioning. The cse performed dilution check and ran quality controls, which were acceptable. The cause of the discordant sodium and chloride results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant sodium (na) and chloride (cl) results were obtained on two patient samples on a dimension exl 200 instrument. The discordant results were not reported to the physician(s). The samples were auto-repeated on the same instrument, resulting higher for sample (B)(6) and resulting lower for sample (B)(6). It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant sodium and chloride results.